Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly the patient developed "serious injury including pain and physical limitations."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following preoperative diagnosis: c4-c5 cervical disk herniation, cervical radiculopathy and cervical instability. Patient underwent the following procedures: anterior c4-c5 cervical diskectomy; spinal canal decompression, c4-c5; removal of traumatic cervical disk herniation, c4-c5; interbody fusion, c4-c5 using interbody fusion cage, bone morphogenic protein in a collagen-based sponge; emg evoked potentials and spinal cord monitoring for the duration of the surgical procedure; and anterior plate fixation. As per operative notes,¿ bone morphogenic protein was prepared on a collagen-based sponge and allowed to bind for 30 minutes. A 0.4 ml was placed gently into the interbody fusion cage was impacted at interspace. Excellent fixation was achieved.¿ no intra-operative complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.